Event description:
Philips received a complaint on the xl device indicating that the defib test does not pass. The rse advised the customer to clean the defib handle and the operational checks passed. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error- failure to clean the handle. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.